Manufacturer narrative:
During further investigation (fi), a visual inspection of the touchscreen assembly revealed only minor residue near the lower screen edge. An indentation, about 3mm long was found on the screen surface in the lower half of the screen. The indentation was palpable to the touch. The touch screen was installed in an fi test ventilator. The ventilator was started up in diagnostic mode and a successful touchscreen calibration was performed. A touchscreen diagnostics was also successfully performed. The ventilator was started up in normal ventilation mode and the touch menus and buttons in different areas of the touch screen responded to finger pressure in all screen areas. The resistances between the four (4) screen corner feed lines were measured and an asymmetry in the resistances when comparing top vs bottom and left vs right corners was found. The determination could be made that the device failed to meet specifications. It is unknown if the device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Damage from mechanical impact on the customer returned touch screen caused an asymmetric change in the resistance pattern. This led to the detection of the touch location to be inaccurate with about 30mm deviation in the top right corner after performing the touch screen calibration.

Event description:
The customer reported that the touchscreen was bad. No patient or user harm was reported.